Event description:
Fmc canada reported the set leaked after the del-clamp was closed. The pt was treated with antibiotics prophylactically. The sample to be sent to ogden by fmc canada. Name of the antibiotics is not known. Cultures were not done.